Event description:
When the package of cypher 3.5 x 18mm was opened, the physician found the strut of the stent to be flared while on the balloon. Therefore, a different cypher was implanted instead and theprocedure was finished. There was no patient injury. The product was not clinically used in the patient and will be returned for analysis.